Event description:
It was reported that this right atrial (ra) lead was fractured. This ra lead was explanted and a new lead of the same model was successfully implanted. The lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was conducted to assess lead electrical performance. Although measurements were within normal limits, the outer coil conductor resistance measured as an electrical open. Microscopic inspection of the terminal pin assembly, lead body, and electrode tip revealed an anomaly. Based on the direct observation of fractured lead conductors is considered a design-related issue when the field report indicates that the damage occurred during normal use.

Event description:
It was reported that this right atrial (ra) lead was fractured. This ra lead was explanted and a new lead of the same model was successfully implanted. The lead was returned for analysis. No additional adverse patient effects were reported.